Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received resulting in an empty cartridge alarm. Customer's blood glucose level was 162 mg/dl. The issue continued after loading a new cartridge. Additionally, it was reported that the pump history was noted to be missing boluses delivered. Although requested, the customer declined to troubleshoot the issue. Reportedly, the customer reverted to manual injections for insulin therapy.